Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device was inserted into the patient, but was unable to achieve lung isolation. After fiber-optic review, the device was removed. It was reported the cuff detached during removal of the device and was retrieved by aspiration. No patient harm reported. It was reported surgery was delayed and the patient had to be put on his back to be reintubated. The patient was given antibioprophylaxis.

Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturer for investigation. The manufacturer reports that a visual exam was performed and it was observed that one of the cuffs was missing. The area was examined under magnification and it was discovered that the cuff was properly glued as glue was visible. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. Although the root cause was confirmed, a root cause could not be established.

Event description:
Customer reported the device was inserted into the patient, but was unable to achieve lung isolation. After fiber-optic review, the device was removed. It was reported the cuff detached during removal of the device and was retrieved by aspiration. No patient harm reported. It was reported surgery was delayed and the patient had to be put on his back to be reintubated. The patient was given antibioprophylaxis.